Manufacturer narrative:
Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lower part of an exactamix eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was damaged and particulate matter (pm) was visible in the bag. The pm was further described as "visible dirt". The pm was discovered during setup and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The reporter is not healthcare professional. The reporter occupation is administrator/supervisor. The device was received for evaluation. Customer had circled an area of the reported damage. Visual inspection was performed on this area and the damaged area of the bag was identified as abrasions. A function test was performed using tap water and no leaks were observed from the sample or damaged area with the abrasions. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition of damage was verified. The cause of the condition could not be determined. There was no visible dirt ot other particulate matter observed. The reported condition of particulate matter was not verified. Should additional relevant information become available, a supplemental report will be submitted.